Event description:
It was reported patient underwent an initial right total knee arthroplasty on (B)(6) 2013 with competitor product. Patient was enrolled in a clinical study and revised to biomet product on (B)(6) 2013 due to heterotopic ossification, arthrofibrosis and pain. Subsequently, patient underwent another revision procedure on (B)(6) 2014 due to arthrofibrosis and pain. During the procedure the tibial locking bar and bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states "intraoperative or postoperative pain."